Event description:
Family member of home patient (hp) reports incomplete prime of patient line of homechoice set. Family member reports hp had to set reset up with new supplies to complete treatment. No patient injury or medical intervention required per family member of hp.